Event description:
It was reported by service report that the power load will not lock the cot into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the power load will not lock the cot into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was confirmed that the cot could be loaded unloaded and locked into the ambulance manually. It was also confirmed that the customer is aware of proper procedure for loading and unloading the cot manually. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.